Manufacturer narrative:
This report is submitted on june 22, 2023.

Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2023, due to pain and loss of benefit. There are no plans to reimplant the patient with a new device as of the date of this report.